Event description:
This report was received from (B)(4) and is a spontaneous report by a consumer with supplemental information by the nurse in (B)(6) of product with hole in container bag and finger tacked on the hole and peritonitis in a home patient (hp) (born in (B)(6)) on (B)(6) 2012, the hp used a dianeal-n 1.5% pd4 product with a hole in the container bag. The hp performed his peritoneal dialysis (pd) therapy with his finger tacked on the hole. On (B)(6) 2012, the hp experienced peritonitis manifested by cloudy effluent and was hospitalized that same day. The cause of the peritonitis was based on the mistake of the hp's therapeutic procedure. On an unreported date, the hp was treated with an antibiotic medication (drug, dose, route and frequency not reported). On (B)(6) 2012, the hp was discharged from the hospital. It was not reported if the hp was retrained on proper aseptic technique. The hp recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was confirmed. The root cause for the report of use error-breach in aseptic technique, which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error that was identified in this complaint.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow up report will be submitted if additional information becomes available.